Event description:
It was reported that the up and down buttons the patient's infusion device were damaged and no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).